Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. Eri was recorded on (B)(6) 2012.

Event description:
It was reported that at a previous follow up check the device had an estimated longevity of 19 months. Approximately a couple months later, the patient came into the hospital with weakness, fatigue, and a shortness of breath. The device had reached elective replacement indicator (eri). There was a question regarding whether the device had early eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.